Event description:
It was reported that a screw broke off during insertion in patient. Only part of screw was able to be removed. Metal screw had to be inserted. It was a 360 degree shoulder stabilization performed. The part was thrown away by the customer.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record revealed nothing relevant to this event. The device was requested for evaluation but part remains in the patient and cannot be returned and the remaining part was discarded by the facility; therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This type of event is typically caused by prying/leveraging the driver while the implant is still loaded, not inserting the implant fully onto the driver, using the wrong driver or flexing the joint during insertion. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.